Manufacturer narrative:
The manufacturer conducted a documentary review: product sold to this facility met their specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect "port thrombosis". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product). Item number, item description, lot number, expiration date, UDI: (B)(4), xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, unknown, unknown, (B)(4).

Event description:
On or about (B)(6) 2021, patient presented herself again to the (B)(6) center in (B)(6) where she had the port removed and replaced with another angiodynamics smartport power injectable port due to port thrombosis. (B)(4). On or about (B)(6) 2022, patient presented herself to the (B)(6) center in (B)(6) where she had the port removed due to port thrombosis. (B)(4).